Event description:
Medtronic received information that four months and eleven days following the implant of this transcatheter bioprosthetic valve, edema in the lower extremity was observed. Six days later, dyspnea and orthopnea developed during exertion. The following day, the patient visited the hospital for a medical consultation and the patient was hospitalized with a diagnosis of worsening congestive heart failure (chf). It was noted that due to worsening of the chf, the appearance of atrial fibrillation (af) was observed on electrocardiogram. An oral anticoagulant medication was initiated. Subsequently, eight days later, defibrillation was performed after confirming that there was no intracardiac thrombus with transesophageal echocardiogram (tee). It was reported the patient recovered to sinus rhythm; however, sporadic atrial premature complex (apc) was observed. An antiarrhythmic was introduced. On the same day, recurrence of af was observed; however, the following day, it was changed to sinus rhythm with apc again. Six months and seventeen days post-implant, the patient was hospitalized again due to worsening of chf. In addition to switching to af, it was noted that poor medication adherence and excessive water intake were related to worsening of the heart failure. Seven months and four days post-implant, ablation was performed. One day later, the patient was reported to be recovering. Ten months post-implant, the patient complained of fever of approximately 39°c and malaise. The patient visited the hospital for a medical consultation two days later; however, consent for hospitalization could not be obtained. An antibiotic was prescribed, and the patient was discharged. One day later, the patient visited the hospital again for a medical consultation; the patient was hospitalized due to suspected artificial valve infectious endocarditis due to a positive blood culture for streptococcus. Two days following the hospitalization, on tee, it was suspected that there was verruca vulgaris on tendon cords near the anterior papillary muscle where the aortic regurgitation (paravalvular leak) was located. It was reported that negative results were confirmed in the blood culture. Eleven months and nineteen days post-implant, administration of antibiotics was completed. The patient was reported to be recovered. Two days later, the patient was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product: product ID evolutfx-26; product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329; product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329; product type: 0195-heart valves; implant date ; explant date g2: the country of the event is jp product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record and sterility record were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Heart failure is known potential adverse effects per the device instructions for use (IFU). Unfortunately, a relationship of the rep orted congestive heart failure to the device or procedure could not be determined with the limited information available, though it is likely related to a patient condition. Atrial fibrillation is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. An oral anticoagulant medication was initiated. Subsequently, eight days later, defibrillation was performed after confirming that there was no intracardiac thrombus with transesophageal echocardiogram (tee). Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. Conduction disturbances are known potential adverse effects per the IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. Endocarditis cases that occur between 2 and 12 months after surgery are known to be a mixture of community-acquired episodes and hos pital-acquired episodes caused by less virulent organisms. These cases may also be due to introduction of the microorganism during the implant procedure (1). The sterilization process used by medtronic has a microbicidal effect on the microorganisms such as staphylococcus and streptococcus species; it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing-controlled environment. Based on the above investigation, the infection is unlikely to be caused by the device and/or manufacturing process. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.